Event description:
Information received indicates the composer siderail switch cable is cut at the left head siderail, the bare wires are exposed.

Manufacturer narrative:
The facility replaced the cable assembly to repair the bed.